Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that ¿the left side¿ ¿was not charging¿. This had reportedly been going on for several months now. The patient usually had stimulation amplitude at 1.8v or 2v on both sides. The reporter indicated that the patient had a CT scan of the abdomen, unrelated to the device, on the day of the report. When the device was turned back on, the right side was set at 2v and the patient felt ¿tingling¿. On the left side however, the patient ¿felt nothing¿. The patient turned the left side up to 6v and still felt nothing. The device was reportedly implanted to prevent headaches but the headaches had been ¿consistent¿ for a while now. Looking back, the patient ¿wondered if maybe it never did work¿. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made available when additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).